Manufacturer narrative:
The customer indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported a bronchoscopy was stopped due to questionable spo2 readings. No patient impact or consequences were reported.